Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the battery, time and reservoir icons were not visible on insulin pump and display screen was burnt orange in color. It was reported that customer was playing and display was gone. Customer's blood glucose was unknown. Caller was advised that insulin pump would need to be replaced.